Event description:
Extracorporeal shock wave lithotripsy (eswal) malfunctioned. Troubleshooting done by staff and biomed. Lithotriper misfired. Staff removed spark plug; no damage. Changed water. Within ten shots, the malfunction happened again. Call medispec, and trigger changed for ECG to slow. Problem still existed. Kv output to 15. Misfired, but not at the same frequency. Md was able to get through the case. The rep from medispec came in to complete repair. He replaced the high voltage generator. It should be replaced every 1 million shots. Meter read 1,699,000 and was overdue. He also replaced the membrane. Now fully operational.